Event description:
The pump was returned to the manufacturer for analysis. No information was provided with the pump. Device registration records reveal that the patient expired approx 8 months after implant of pump. Cause of death is unknown. The hcp was contacted, but no records are available for this patient. A death certificate will be requested. A follow-up report will be sent if additional informaiton becomes available to us.

Manufacturer narrative:
H6 - final device analysis reveals assumed normal battery depletion.